Manufacturer narrative:
(B)(4). The event occurred on an unspecified date within the six months prior to (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette had a leak from a hole in the patient line. The reporter stated that there was no leak during priming, but after patient connection, the leak was noticed. There was no patient injury or medical intervention associated with this event. No additional information is available.